Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2026. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of abdominal pain on (B)(6) 2026. An evaluation of the patient¿s peritoneal effluent fluid revealed it was cloudy, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dosages, frequencies not provided). The peritoneal effluent culture result returned positive for klebsiella oxytoca, and the patient¿s vancomycin was discontinued. The patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis was a touch contamination event involving poor hand hygiene following an episode of diarrhea during the night. Per the pdrn, stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required antibiotic therapy. The pdrn reported the cause of the peritonitis was a touch contamination event involving poor hand hygiene following an episode of diarrhea during the night. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and is found in feces. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.